Event description:
A distributor reported that a pump did not detect the cartridge, causing a cartridge change error. There was no reported impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.